Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation, all additional information provided we have not been able to establish a relationship between the reported event, or determine a root cause. Probable root cause may include kinks, leaks or component failure, IFU offers further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the 800ml canister. The treatment was continued with a back-up pump. There was no patient harm.